Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the patient was log rolled in bed and the console generated a fiber optic sensor failure alarm. The customer had tried recalibrating and reconnecting the fiber optic cable but that was unsuccessful. The customer was then advised to utilize and transduce the central lumen for a pressure waveform. This was successful. They were able to zero the transducer and obtained a clean waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender was also returned. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. Additionally three kinks were found, one on the catheter tubing and inner lumen approximately 70.9cm from the iab tip and two kinks on the catheter tubing approximately 31.5cm and 51.3cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).